Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye revealed that the lens was cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens would be explanted in a secondary procedure on (B)(6) 2015, due to the patient's dissatisfaction with their vision in the right eye. Doctor indicated that a different power lens would improve the patient's vision. In follow up, (B)(6) 2015, it was provided that the lens was explanted on (B)(6) 2015, and replaced with a model zlb00, 15.0 diopter lens. A slight incision enlargement was performed. Immediately post op, the patient's outcome was very good.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.